Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.

Event description:
It was reported that intermittently the insulin gauge was inaccurate. Customer's blood glucose (bg) was 306-307 mg/dl and ketone level was 1.1. Customer changed the cartridge to resolve the issue. Reportedly, customer refilled the cartridges. Customer was informed that per the user guide, cartridges were not to be reused.